Event description:
During a tubal ligation, the physician experienced difficulty in closing the filshie clip on the fallopian tubes. The physician chose to cauterize the fallopian tube rather than use the filshie clips.